Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No unexpected pump case or battery immediately heating up noted. Pump received with the operating currents within spec. And passed the self test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08620 inches. The pump was monitored four days and no unexpected heating up or becoming too hot to touch noted. The electronics were inspected and no obvious heat damage or burned components found. Pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call hospitalization. Customer¿s blood glucose level was unknown. Customer advised they went to the hospital on (B)(6) 2017 at 5:21 pm. Customer advised the insulin pump over heated and caused a 2nd or 3rd degree burn which resulted in hospitalization. Customer advised the insulin pump was discolored near the battery compartment area. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.